Event description:
It was reported that the electrical connection on the driver was broken and needs replaced. There was no patient involvement or consequence. The device was returned for service.

Manufacturer narrative:
The analysis results confirmed that the driver was returned with a worn crescent washer causing the safety to be loose, and worn bearings on the drive gear causing a grinding noise when the cutter is on. In addition, the rdl bearing was damaged and the artwork on the cutter knobs was worn. The site performed system upgrade to correct the customer complaint. The driver was cleaned, disassembled, then reassembled per design specifications, tested, and functioned properly.